Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the patient developed severe hypotension and cardiogenic shock. The maximum dose of multiple pressors and intra-aortic balloon pump were used. The patient remained stable with the pump and pressor therapy. The pump was discontinued and the patient was discharged.